Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of the right and left common femoral veins (rcfv and lcfv) using the pre-close technique prior to an electrophysiology procedure. Reportedly, the sheath size was greater than 8.5f. Two proglide devices were used in the rcfv with no suture seen with plunger removal. Two proglide had no suture with plunger removal in the lcfv. An additional proglide was preplaced successfully in the lcfv. The procedure was completed. An unknown method was used to achieve hemostasis in the rcfv. The preplaced suture in the lcfv achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as a needle to cuff detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.